Event description:
During a diagnostic procedure, the balloon ruptured shortly after insertion. The device was tested by surgeon prior to insertion and it was fine. Another device was used to complete the case. There was no patient consequence.